Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a motor errors and pump completely shut off customer changed battery but it would not turn on anymore. Customer stated that the contacts on the battery cap are not missing or damaged. Customer stated that the display did not returned after making sure that customer is inserting battery correctly. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.